Event description:
The account alleges that the printed circuit board and communication cables were defective, resulting in an inability for nurse call system to send a signal to the nurses' station.

Manufacturer narrative:
The technician replaced the printed circuit board assembly and the communication cable assembly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.